Event description:
"The patient describes that he would go down a curb a bit 'sideways'. The entire front fork to the right front wheel breaks then completely and the entire wheel coming loose"

Manufacturer narrative:
The futura is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incidents occured in (B)(6).